Event description:
It was reported that this right ventricular (rv) lead was explanted due to causing a perforation into the pleural space which led to a hemothorax. The hemothorax was drained and the lead was replaced along with the ICD without further complication. A new pacemaker was attached to the patient's existing leads. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned with the helix mechanism in a retracted position. Visual inspection noted dried blood/tissue present in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The reported clinical observations are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to causing a perforation into the pleural space causing a hemothorax. The hemothorax was drained and the lead was replaced along with the ICD without further complication. A new pacemaker was attached to the patient's existing leads. No additional adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to causing a perforation into the pleural space which led to a hemothorax. The hemothorax was drained and the lead was replaced along with the ICD without further complication. A new pacemaker was attached to the patient's existing leads. No additional adverse patient effects were reported. This lead is expected for return.